Event description:
A distributor reported on behalf of a healthcare facility in thailand, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt265 infant dual-heated evaqua2 breathing circuit expiratory limb was found damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in thailand, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt265 infant dual-heated evaqua2 breathing circuit expiratory limb was found damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph revealed that the evaqua2 expiratory tubing was degraded in two areas. No discolouration is visible in the degraded areas. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. However, it is likely that the reported event occurred due to the tube being in contact with chemicals or exposed to excessive uv light for a longer period of time. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."